Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2010. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and an obturator sling was implanted. It was reported that patient experienced pain, urinary problems, dyspareunia and neuromuscular disorder post sling implantation. (B)(4) - urinary problems; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced it was reported that following insertion the patient experienced urinary retention, uterine prolapse and vaginal vault prolapse.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with cystoscopy due to bladder prolapsed and stress urinary incontinence.